Event description:
Caller reported that the cartridge was damaged at the t:lock connector, and the issue occurred once. There was no adverse impact to the customer's blood glucose level. Although the cartridge was not loaded onto the pump for insulin delivery, the caller successfully changed the cartridge and resumed insulin therapy. A replacement cartridge was sent to the customer per their request, and they acknowledged and understood the resolution, though the damaged cartridge was unavailable for return.